Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 502mg/dl. The customer experienced aching and stomach pain. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found low reservoir alarms four days after the infusion set was inserted. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller stated that he throws away the infusion set and reservoir at the time he got in the hospital. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.